Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving inappropriate therapy for supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. Programming changes were made. The patient will continue to be monitored closely.